Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. After placing they tried to remove the catheter but felt resistance. They tried to manipulate the handle but it still did not release. It was removed from patient and they placed another capsule. The patient was not injured following the procedure.